Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. The ipg was replaced and relocated. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their ipg replaced and their ipg pocket repositioned on (B)(6) 2019. Pain was resolved post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention may take place to address the issue.